Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the bolts on the half rail are sheared off.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the weld broke on bolt on the bed end/rail , which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
Dealer states the bolts on the half rail are sheared off.